Event description:
It was reported the generator boots up with error 1. The problem occurred during setup for a case. Another generator was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/5/2007. Eval summary: the analysis site confirmed the customer's complaint the analysis site replaced the main pcb on the unit. Complaint information is trended on a regular basis to determine if further investigation is warranted.